Event description:
It was reported that a prosa shuntsystem (part # fv770t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the shunt system was believed to be operated in under-drainage and was not adjustable. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 168 centimeters (cm), weight: (B)(6) kilograms (kg), gender: male.

Manufacturer narrative:
Manufacturing and quality control data: the prosa® shunt system was manufactured by a qualified employee in september 2019. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the prosa® shunt system is comprised of a prosa® adjustable pressure valve with a normal pressure range of 0 to 40 cmh2o and a progav® adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o. The shunt system was inspected as article fv770t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav® is operating within the accepted tolerance in the horizontal position. The prosa® is operating not within the specified tolerances in the vertical position. Adjustment test: the prosa® was tested is not adjustable throughout the normal range and the progav® is adjustable to all specified pressures. Braking/ klick force and brake function test: the brake functionality test of the progav® has shown that the brake function is fully operational and the braking force is within the given tolerances. The brake of the prosa® function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, tiny amounts deposits were found in both valves. Results: based on our investigation, we confirm that the valve shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No further regulatory actions are required from our point of view.